Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the threaded tip is fractured at the base of the threads, no fractured pieces returned with device. There are minor scratches and nicks to the knurled surface. No other damage was noted during visual evaluation. The device was submitted for further analysis. Analysis determined that the device possibly fractured due to bending overload. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to the surgeon failing to follow the instructions in the surgical technique of how to use the instrument. As per the surgical technique, it states under the intraoperative stem repositioning or removal, that once the extractor adapter is assembled, to "pull the stem out in line with the femoral shaft by using the slide hammer." As this device was identified to have bending overload as the failure, the device was not used properly or "in line with the femoral shaft." This complaint was confirmed based on the returned, fracture device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the extractor adapter broke while attempting to remove the stem. The stem was unable to be removed and the patient retained a foreign body from the broken instrument. Attempts have been made and no further information has been provided.